Manufacturer narrative:
The customer reported that their central nurse's station (cns) display was working and then it just stopped on its own. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) display was working and then it just stopped on its own. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display for the central nurse's station (cns) stopped working. No patient harm was reported. Investigation summary: the customer sent the cns in for evaluation. Evaluation of the cns confirmed the reported display issue. The motherboard and video card were identified to be the cause of the issue. Failure of these components would indicate electrical hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed in october of 2016 with no history of servicing. Due to the age of the device, wear and tear of the motherboard and graphics card is likely to have occurred. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 06/16/2021 emailed customer via microsoft outlook for all items under the no information list. No reply was received. Attempt #2 06/18/2021 emailed customer via microsoft outlook for all items under the no information list. The customer replied that the requested information was unknown.

Event description:
The customer reported that the display for the central nurse's station (cns) stopped working. No harm or injury was reported.